Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged connector ports. The epg was returned for service. No patient co mplications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had damaged connector ports. It was also indicated that the case and hanger assembly were broken. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.